Event description:
Pt is presenting with signs and symptoms of thrombus. (B)(6) 2014 - her ldh in the 700's. (B)(6) 2013 - ldh 1800, phgb 17. The pt is on plavix, aha, coumadin, lovenox if nr less than 2.2. (B)(6) 2014: lvgram showed "good inflow/outflow but dye not completely going through pump". Hematology consult pending. Ldh 1500, phgb 48. High pl, low flow, low power. Inr today 3.2. Pa 40/14 (mean 23), cvp 7, map 80, cl 1.9. Ramp study showed decompression and av closure at 10.800. No hematuria or chf symptoms. Pump exchange was completed in (B)(6) 2014. Pump only exchanged, inflow cannula position manipulated and fixated.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.